Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 318 mg/dl. Customer stated that the insulin pump was exposed to humidity and sweat. Customer reported that there fluid under the lcd display. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 318 mg/dl. The customer stated the keys are not responding appropriately. The customer stated that there is very high humidity. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The act button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. The insulin pump was monitored and had no flashing screen anomaly or display anomaly noted. The insulin pump had moisture damage on electronics noted. The insulin pump also had cracked display window and cracked reservoir tube lip. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test and displacement test due to button keypad anomaly.